Event description:
It was reported that the user was unable to remove the connector during an inset supply change, and an agent provided troubleshooting by guiding the user through the rewind process, after which the cartridge was successfully removed. Investigation of this case revealed a mechanical problem related to failure to disconnect at the connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.